Event description:
It was reported that the patient presented remotely via merlin.net. Upon reviewing, it was noted that the pacemaker failed to transmit data through home monitoring via radiofrequency (rf) telemetry. Multiple pairing attempts were made in-clinic but were unsuccessful. The patient condition was not known.